Event description:
The pt's knee became unstable. Revision surgery revealed that the devices were well fixed. Removed components and converted to posterior stabilized knee. The femoral component (6630-0-325) was also removed at this time.